Event description:
The customer initially called to report that she was connected to the infusion set during the manual prime. The customer stated she received 14.1 units of insulin during the prime. The customer's blood glucose levels were dropping during the phone call and went as low as 67 mg/dl. The customer had her husband take her to the hosp due to this event and her blood glucose reading was at 113 mg/dl when she left the hosp. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.